Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator "does not measure the pressure very well." No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator "does not measure the pressure very well". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint manometer of the complaint device was visually inspected and performance tested. Results: the visual inspection revealed no physical damage to the complaint manometer. The complaint manometer was fitted into a known good valve system and tested. The manometer indicated a higher pressure than the actual delivery pressure. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the incorrect display on the complaint manometer is likely to have been caused by some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." The manometer and plug sets of the complaint neopuff device have been replaced and returned to the hospital facility.